Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the sterile outer packaging of the femoral shaft was found to be milky in color with visible abrasion. At the time of opening, no damage to the packaging was visible. There was no patient impact and no adverse events have been reported as a result of the malfunction. Another device from the same batch was found to be suitable and was used to complete the procedure without further complication.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h6; h11. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility has been compromised. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to transit damage and a packaging design issue. Actions have been taken to implement improved packaging changes. These changes will reduce the number of transit related packaging damage events. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.